Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer experienced high blood glucose. The blood glucose at the time of the incident was 28 mmol/l. The customer got treated it however the blood glucose would not come down. The customer changed used a whole new box and then blood glucose went down to 13 mmol/l and after taking breakfast it went down to 3.2 mmol/l and the current blood glucose was 8.6 mmol/l. The customer declined troubleshooting for high and low blood glucose. It was unknown weather the customer was using auto mode function at the time of the event or not. The insulin pump will not be returned for analysis.